Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no physical damage was observed. The device displays initialization screen and continuously resets without displaying a trend graph or a date/time set. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.